Event description:
It was reported that the patient was referred for full revision surgery. On the date of surgery ((B)(6) 2012), the surgeon reported to the company representative that he was planning on trying to reinsert the lead pin. During the surgeon's review of x-rays, he reportedly noticed that the lead pin was not inserted all the way past the connector block. However during exploratory surgery, it was found that the lead pin was in fact fully inserted past the connector block, so he elected to perform a lead revision. The generator was not replaced since it was recently replaced on (B)(6) 2011. Pre-operatively, the surgeon performed diagnostics which confirmed high lead impedance (> 10,000 ohms). The lead was received by the manufacturer, however product analysis has not been completed to date. The return product form and implant card also reported the reason for replacement due to high lead impedance.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury

Event description:
The physician provided an update on the status of this patient. It was stated that the patient was scheduled for a replacement; however, per the physician, one has not been performed to date.the patient is currently being evaluated by the neurosurgeon for consideration for re-implant, but the neurosurgeon is questioning the ability to do the procedure given the existence of scar tissue, presumably resulting from the device explant, although that was unclear. No other information was provided.

Event description:
The physician reported that during a systems diagnostics test, high lead impedance (>10,000 ohms) resulted, and the output current was low. As a result, the physician disabled the pt's device. No trauma or manipulation is believed to have occurred to contribute to the high impedance. X-rays were taken of the pt's generator and were reviewed by the physician. No obvious lead breaks were reported. The pt is being referred to a surgeon for lead replacement surgery. Attempts for add'l info have been unsuccessful. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.

Event description:
An analysis was performed on the returned lead portions. Note that the anchor tether and white (+) electrode were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 72 mm portion discoloration was observed on quadfilar coil 1 and coil breaks were observed approximately 17 mm and 21 mm from the end of the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as being pitted which prevented identification of the coil fracture type with evidence of electro-etching on the coil surface. During the visual analysis of the returned 13 mm portion, the quadfilar coil appeared to be discolored. The quadfilar coil extended approximately 2 mm past the end of the cut inner silicone tubing and the end appeared to be broken. Scanning electron microscopy was performed and identified the area on one of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage. The area on the remaining quadfilar coil strands was identified as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. During the visual analysis of the returned 4 mm portion, the green (-) electrode quadfilar coil appeared to be discolored. During the incision process one of the coil strands appeared to be thin. During the cleaning process the ribbon, spot-weld / slug and coil became detached. This most likely occurred due to the vibration of the sonicator used in the cleaning process. Scanning electron microscopy was performed on the area of the green (-) electrode quadfilar coil which became detached from the spot-weld / slug and identified the area as having evidence of being thin which prevented identification of the coil fracture type with extensive pitting and evidence of electro-etching on the surface. It is believed that quadfilar coil 1 and the green (-) electrode quadfilar coil are the same coil, but found in the different lengths of the returned portions. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have likely contributed to the high impedance. Note that since the anchor tether and white (+) electrode were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.